Event description:
User facility mandatory medwatch received stated: "a black fleck was found floating in the IV buretrol. The tubing was changed and the tpn bag checked with nothing further found." Upon further query, the following info was provided that indicated particulate in the burette. The tubing set was being used for a 24 hour delivery of total parental nutrition (tpn). After approximately 24 hours in use during a tubing set and container change, a black fleck was noted in the burette chamber. The tubing set and the solution container were removed from clinical service. The customer contact could not specify if any particulate was delivered to the pt; however, the customer contact reported, "there were no adverse effects noted to the pt and no changes in the immediate therapy or plan of care related to this incident." Therapy was resumed using a replacement tubing set and solution container. There was no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).